Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was in the 300 mg/dl and 400 mg/dl range due to a bent infusion set cannula. The patient changed his infusion set and by dinner time his blood glucose was down to 175 mg/dl. The customer was monitoring his blood glucose but his blood glucose increased to 418 mg/dl, so he changed his infusion set again. The patient did not experience symptoms of high blood glucose. The mother mentioned that the patient was at the end stage of renal failure. The high blood glucose was treated via insulin pump bolus. Troubleshooting was declined for the insulin pump. The mother was advised to monitor the issue and call back if the issue recurs. No products were returned or replaced.